Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('persistent pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concomitant products included levonorgestrel (mirena), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and ziprasidone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal adhesions ("adhesion of bowel"). The patient was treated with surgery (laparoscopic removal of bilateral tubes and essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions and pelvic pain to be related to essure. The reporter commented: there were 5 coils visualized on the left. There were 4 coils visualized on the right side. The 2 components of the left essure coil were then identified and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: essure devices in place without evidence for flow in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, adhesion of bowel. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('persistent pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concomitant products included levonorgestrel (mirena), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and ziprasidone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal adhesions ("adhesion of bowel"). The patient was treated with surgery (laparoscopic removal of bilateral tubes and essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions and pelvic pain to be related to essure. The reporter commented: there were 5 coils visualized on the left. There were 4 coils visualized on the right side. The 2 components of the left essure coil were then identified and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure devices in place without evidence for flow in the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain, adhesion of bowel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.